Event description:
The customer reported that an anti-k yielded a false negative reaction with cell #3 of biotestcell 3. Screening cell #1, which is also kell positive, showed a correct positive reaction. The customer did neither return the patient sample that had caused a false negative test result nor the supposedly defective product. At the time the customer filed his complaint the allegedly defective lot of biotestcell 3 was already expired. Nevertheless our quality control laboratory tested the kell antigenicity of biotestcell 3. Screening cell 1 and 3 which are both kell positive reacted correctly positive. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.